Manufacturer narrative:
This report is submitted on april 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance drecrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018, and the patient was reimplanted another cochlear device during the same surgery.